Event description:
Healthcare professional reported "rupture and capsular contracture, baker grade unknown". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.